Event description:
It was reported by the customer that a bd pyxis¿ es server was not working, asking username, password, and domain to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not working and was asking for user, password and domain. A technical support specialist confirmed that the issue was with remote support service (rss) and provided the solution to bypass the rss. The technical support specialist had made multiple attempts to reach customers but there was no response received related to further assistance. So, the technical support specialist has closed the case. The technical support specialist sent the knowledge article "med application not launching automatically; station at blue screen" to the customer after being unable to reach the end user.